Manufacturer narrative:
Evaluation of this event cannot be performed because the device has not been returned to the MFR.

Event description:
An alta plate was used to treat an unspecified fracture. When patient attempted weightbearing, the plate broke.